Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive for c. Tropicalis was obtained. Confirmatory culture was performed. Result was not reported and there was no reported patient impact. The following information was provided by the initial reporter: patient #1 occurred on (B)(6) 2023. Lot # and sequence # unavailable. Customer knows it was an anaerobic bottle bactec sn (B)(6). Bcid2, lot # 1094323. Biofire result: proteus, e. Coli, c. Tropicalis. Customer repeated the bcid and got the same result. Customer repeated bcid a 3rd time and got e. Coli, proteus. Only e. Coli and proteus grew in culture. Gram stain: gram negative rods. Discrepant result was not reported. Additional media was set to grow yeast - no yeast grew.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 12-oct-2023. H.6. Investigation summary: catalog: 442021. Batch no.: 3145828. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive for c. Tropicalis was obtained. Confirmatory culture was performed. Result was not reported and there was no reported patient impact. The following information was provided by the initial reporter: patient #1, occurred on (B)(6) 2023. Lot # and sequence # unavailable. Customer knows it was an anaerobic bottle bactec sn (B)(6). Bcid2, lot # 1094323. Biofire result: proteus, e. Coli, c. Tropicalis. Customer repeated the bcid and got the same result. Customer repeated bcid a 3rd time and got e. Coli, proteus. Only e. Coli and proteus grew in culture. Gram stain: gram negative rods. Discrepant result was not reported. Additional media was set to grow yeast - no yeast grew.